Event description:
The user facility reported patient had cp placed for the patient admitted in with acute myocardial infarction with cardiogenic shock the pump was in poor position and flows were low. The team pulled the pump to reposition and after explant observed the pump to have clot adhered to it. The team questions a coagulation disorder, and the pump was replaced.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Correction: e4. The investigation of the reported failure mode has been completed. No product was received for evaluation. Thrombosis: the root cause of the injury was unable to be determined due to insufficient clinical details. Positioning issue: the cause of the positioning issue was unable to be determined due to insufficient clinical details. Low pump flow: after reviewing logs, no suction alarms were present. Impella in aorta alarms were observed. The cause of low pump flow cannot be determined since insufficient clinical details were provided. Device history review: the device passed all the post sterile inspection checks.